Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and device failure were found. Based on the results of the investigation, abnormalities image color was caused by faulty charged coupled device (r-unit). A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video telescope "endoeye hd ii exhibited abnormalities image color due to faulty charged coupled device (r-unit). There was no report of patient involvement or user injury associated with this event